Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after laparoscopic sleeve gastrectomy, the device caused aggravation of the clinical condition of the patient on the same evening of the procedure specifically peritonitis. Surgical revision revealed a wide fistula on the stomach at the terminal level of the staple line. Reinforcement material was used in conjunction with the stapling device to reinforce stomach suture line. There was a tissue damage as a result of the problem and was treated/corrected by suturing the fistula and antibiotic treatment of afferent pertonitis. The surgical time was extended 30 minutes or more due to the product problem for patient reoperation. In addition, the surgeon was able to press the green button and squeeze the handle.